Manufacturer narrative:
Inspected one random opened/used sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a paradigm insulin pump. Connected sensor to the transmitter and placed it in 100 bts solution and confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot perform bbs test as the sensor is beyond its expiration date.

Manufacturer narrative:
The manufacturing location and lot number provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Her sensor glucose was 40 and blood glucose was 125 mg/dl. She was advised that their blood glucose and sensor glucose were not within acceptable range. The sensor will be replaced for analysis.